Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2014. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2014. This is a list of my side effects and symptoms that I have experienced due to essure. Cramping, sharp/stabbing pelvic and ovarian pain, abnormal menses, ovarian cysts, chronic bacterial vaginosis, excessive discharge, excessive bleeding during period, painful ovulation, loss of libido, painful periods, painful intercourse (during andamp; after) , long menstrual cycles, sexual dysfunction (unable to feel pleasure due to pain during intercourse), itching/burning/stinging/stabbing at vaginal entrance, abdominal spasms/flutters/twitches, back/hip/joint pain, chronic pelvic pain, severe bloating, metallic taste in mouth, headaches and migraines in more frequent periods, diminished brain function (brain fog, cloudiness, forgetfulness, confusion), mood swings, major hair loss, massive and uncontrollable weight gain I have been seen by two doctors. I have been diagnosed with the following conditions chronic bacterial vaginosis, hemorrhagic cysts. I have had the following surgeries due to essure: lateral salpingo-oophorectomy and I will also be seeing my obgyn on (B)(6) 2015 to under go several tests andamp; to discuss have a total hysterectomy. The device is still inside of me. Hopefully for not much longer.